Event description:
Caller stated that during a correlation study, patient tested 3.9 inr on the coaguchek xs system while a comparison lab returned as 2.84 inr. No actions were taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.